Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error and no delivery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump would shut down out of nowhere. The customer stated that he had multiple motor errors within the last 30 days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer declined to troubleshoot. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, rewind, reset error test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip. The insulin pump was programmed with multiple bolus deliveries and monitored. All boluses delivered completely and were properly recorded.